Event description:
Medtronic received information that a ped pipeline failed to open. After the customer access was established, the stent tube reached m2 and began to deploy the stent. The stent tip began to be deployed, but it has never been opened. The stent was withdrawn into the internal carotid artery as a whole, but the tip of the stent was still not opened. It was retrieved and deployed again, but it was still not opened. Then withdraw it as a whole, replace it with another stent, and then opened it. The pipeline was prepared according to the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the cavernous sinus segment. The max diameter was 8mm and the neck diameter was 6mm. The distal landing zone was 4.8mm and the proximal landing zone was 4.9mm. Vessel tortuosity was moderate. No patient symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline was not placed in a vessel bend when it failed to open. Tried both re-retrieval and overall pullback in an attempt to open the pipeline.

Manufacturer narrative:
Product analysis #707043506:¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline flex pushwire was returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No other anomalies were observed. ¿testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open at distal as the braid was not returned for analysis. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.